Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record, and complaint history could not be conducted because the lot number was not provided. In the absence of device returned for analysis, a conclusive cause for the reported difficulties could not be determined. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication a product quality issue. The two additional proglide devices are being filed under separate medwatch report numbers.

Event description:
It was reported that suture placement in the heavily calcified left common femoral artery was attempted with three proglide devices using the pre-close technique via an 8f sheath prior to an endovascular aneurysm repair (evar) interventional procedure. Reportedly, the first proglide device was difficult to insert, and no suture was present when the plunger was removed due to the needles not being able to go through calcification at the 2 o' clock position. A second proglide device was attempted at the 2 o'clock position but no suture was present when the plunger was removed due to the needles not being able to go through calcification. The suture of a third proglide device was successfully pre-placed at the 11-12 o'clock position. The suture of a fourth proglide was successfully pre-placed at the 10 o'clock position, however, the lever of the proglide device was unable to retract the foot. The foot was thought to be caught within the intima and the proglide device was unable to be removed. The user tried so hard, and many times to remove the proglide device, that it was believed to have accidentally scratched/ripped a part of the vessel wall. A cut down, a small incision, was performed to remove the proglide device. The patient was already under full anesthesia and was given approx. 45 minutes more for additional time needed. The sheath was upsized to an 18f and the evar procedure was completed. Hemostasis was achieved via surgical suturing. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.